Event description:
Legal case - consolata lomangino lk rev. As reported via legal department - revision operative report of (B)(6) 2023. Preoperative diagnosis: polyethylene wear, recalled implant. This patient had primary l knee surgery on (B)(6) 2017. They had l knee revision on (B)(6) 2023, approximately 5 years and 7 months after their initial surgery. The polyethylene was noted to be grossly worn, notably at the post more than other areas. Once the femoral component was removed, there was noted to be aori type iib bone loss, worse on the lateral compared to medial side, and osteolysis affecting both posterior condyles. The tibial component was found to be grossly intact, not loose. Bony inventory after removal cement of the tibia revealed type I bone loss. There was also gross wear of the patellar component. Patient was transferred to the recovery room in stable condition. Post-operative plan: the patient be allowed to weight-bear as tolerated. They will receive perioperative antibiotics and be started on dvt prophylaxis. They will be discharged home from the hospital when they are comfortable and have met all pt goals. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. No ebi info could be found.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.